Event description:
The pump was returned for investigation. Investigation revealed that the up arrow keypad button was intermittently unresponsive. There was evidence of contamination found under the up arrow and contrast buttons. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the keypad was found to be peeling/wearing/tearing. During testing, the up arrow button was intermittently unresponsive. The keypad was removed and there was evidence of contamination found under the up arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.